Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) regarding a patient receiving baclofen (10 mg/day, unknown concentration) via an implantable pump for intractable spasticity. Information received reported the pump was not functioning/expired. The caller had no other information. No symptoms were reported.